Manufacturer narrative:
As reported in a research article, a 62-year-old patient had a 19mm epic supra valve implanted. In an unknown date, the patient required a transcatheter aortic valve-in-valve procedure for a bioprosthetic valve degeneration with a 20mm non-abbott valve. A 20mm non-abbott balloon was used for post-dilatation bioprosthetic valve fracture. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported valve degeneration could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was hospitalized and a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article titled "bioprosthetic valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article titled " bioprosthetic valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement."

Event description:
The article, "bioprosthetic valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement", was reviewed. The article presented a case study of a 62-year-old patient. It was reported on an unknown date, a 19mm epic supra valve was implanted. It was then reported on an unknown date, the patient required a transcatheter aortic valve-in-valve procedure for bioprosthetic valve degeneration with a 20mm sapien s3 valve. A 20mm true balloon was used for post-dilatation bioprosthetic valve fracture. [The primary and corresponding author was adnan chhatriwalla, saint luke¿s mid america heart institute, 4330 wornall rd, suite 2000, kansas city, mo 64111, with corresponding e-mail achhatriwalla@saint-lukes.org].